Event description:
It was reported the patient's pump had a volume discrepancy of 14% at the refill. It was not reported if the volume discrepancy was actual reservoir volume (arv) greater than estimated reservoir volume (erv) or if erv>arv. The healthcare professional (hcp) performed a catheter access study. During the study, the catheter appeared to be blocked but several attempts were made and the blockage appeared to be resolved. A roller study was performed to confirm and images appeared normal but were sent for confirmation. It was noted the patient was receiving under-infusion. After the studies, the pump seemed to be administering morphine adequately. The patient would be monitored for potential symptoms. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).